Manufacturer narrative:
The reported condition of "turns on by itself" was neither duplicated nor confirmed.

Event description:
The facility reported an infusion pump that "comes on by itself". This was reported by the biomed to have occurred while in the biomed shop. The facility representative stated that no patient injury was reported on this pump since the last baxter service event.